Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 1 message. This error message could be caused either by a problem with the meter. In addition, she claimed the battery contacts were corroded in the meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issues began on the same day she contacted lfs for assistance at approximately 7am. The patient reportedly manages her diabetes with unknown insulin through pump therapy and reportedly decreased her food/drink consumption in response to the alleged issues. It is not known if the patient continued with her usual dose(s) of insulin. The patient claimed approximately four hours after the alleged issue began she developed symptoms of "shaking, dizziness, light headed, confusion and frequent urination" and despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. These complaints are being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/13/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have contaminated pcb. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.